Event description:
It was reported that the patient stated that this ambicor penile prosthesis (app) was not working properly. Four days later, a surgical procedure was performed to remove and replace all the components. Upon explant, a break in the cylinder was identified. There were no patient complications.